Manufacturer narrative:
One tapered screw vent (tsvt6b11) was returned for investigation. Visual evaluation of the as returned product identified signs of usage and what appears to be bone pieces attached to the implant external threads. Implant had gouges and scratches around the threads and near drive feature, most likely from retrieval process. Product was measured (cal4063, 0-6 inches caliper, calibration due: (B)(6) 2021) and matched to the DHR print description ed-28665 rev a as shown in image 4. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was patient having moderate bone density of type ii. The reported device was located on tooth #19 (universal) and was used for approximately 1 year and 8 days. X-ray or picture image was not provided. Appropriate documentation was reviewed. DHR review for the lot number (1226577) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Sterilization record (op150) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review by lot number (1226577) was performed for similar events and no other similar complaint was identified. Based on the available information, device malfunction did not occur and the reported event was non-verifiable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). Weight unknown / not provided. PMA/510(k): k101880.

Event description:
It was reported that implant at tooth site # 19 was removed due to pain at post-op. Site grafted. Patient not returning for implant re-placement. Symptoms as a result of the event: pain.